Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was "feeling funny heart beats" and went to the emergency room. It was also reported that there was no r-wave and also no ventricular pacing noted on the electrocardiogram. The lead remains in use. No further patient complications have been reported as a result of this event.